Event description:
Date of event: unknown (reported date: (B)(6) 2021). Procedure performed: unknown. Event description: balloon would not inflate. Report from the sales rep: the balloon was not inflatable when inserted into the body cavity. It was unknown whether it was a robotic surgery. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. The distal side of the balloon was found to be holed. The distal side of the cannula was scratched. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection noted a hole in the balloon, confirming the complainant's experience of balloon leakage. Upon closer inspection, a portion of the distal glue line was fragmented. Based on the condition of the returned unit, the balloon damage was likely the result of the balloon coming in contact with an object or instrument. The instructions for use (IFU) states, "do not allow sharp instruments or objects to come into contact with balloon." It is likely that the distal glue fragmentation was due to an object or instrument coming in contact with the distal glue. It is also possible that the glue was more susceptible to fragmentation. However, the exact root cause of the distal glue line fragmentation is unknown. Based upon the initial description of the event, the event of balloon leakage is not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical has determined that this event is reportable due to the distal glue line fragmentation.

Event description:
Date of event: unknown (reported date: dec 27, 2021). Procedure performed: unknown. Event description: balloon would not inflate. Report from the sales rep: the balloon was not inflatable when inserted into the body cavity. It was unknown whether it was a robotic surgery. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. The distal side of the balloon was found to be holed. The distal side of the cannula was scratched. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.